Event description:
It was reported that this pacemaker was depleting sooner than expected. The physician elected to surgically remove and replace the pacemaker battery. No additional adverse patients effects were reported.